Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient suddenly fell down on the ground and became unconscious. The cgm was not checked during this time but it was reported that they did not hear any alerts. The patient's husband panicked and called 911. Prior to the paramedics arriving, the husband provided the patient tea with sugars as that is his normal routine if the patient is unwell. Due to the patient's fall, the patient hurt the back of her hand and her temple. There was also blood in her saliva. When the patient was brought to the hospital, they checked the bg and it was 87 mg/dl and the patient's husband suggested they take another bg reading and it was 57 mg/dl while the cgm was 380 mg/dl. Although the patient's bg was low, they reported they were given insulin. After treatment, the patient's bg was checked again and it was 300 mg/dl while the cgm was still showing 380 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.